Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had flashing display. The screen was flashing on and off continuously. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the self test and displacement test due to a constant blank flashing white light on the display. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube) and missing display window cover. The p-cap does lock properly.